Manufacturer narrative:
Results: the ruby coil pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 60.0, 90.0, 91.0, and 104.0 cm from the proximal end. The coil was intact with the distal detachment tip (ddt). Conclusions: the complaint has been evaluated. The complaint indicated that the ruby coil could not be detached, and the physician met resistance while retracting the ruby coil back into the microcatheter. Evaluation of the returned device revealed the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully at an angle during insertion or advancement into a microcatheter, damage such as this may occur. The difficulty detaching the coil experienced by the physician was likely due to friction between the pusher assembly pull wire and hypotube, which may have been caused by the observed kinks. The resistance experienced by the physician upon retracting the ruby coil was likely due to the kinked pusher assembly. Ruby coils are 100% functionally tested during in-process inspection. The microcatheter (non-penumbra) mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and another manufacturer's microcatheter. During the procedure, the physician successfully deployed a ruby coil through the microcatheter into the aneurysm; however, the physician was unable to detach it. Upon retraction, the physician met resistance in the microcatheter and removed both the ruby coil and the microcatheter from the patient. The procedure continued using another manufacturer's microcatheter and coil. There was no report of an adverse effect on the patient.